Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history records review was completed for part: 314.463, lot: ft00590. Manufacturing location: monument, release to warehouse date: aug 11, 2017. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material was confirmed to be correct per the specification with no relevant non-conformance noted. H3, h6: product investigation was completed. Visual inspection observed that one of the four screw holding tabs of the returned cannulated screwdriver was broken. The broken tab was not returned. No new issues were identified on the remaining portions of the device except for the minor worn surfaces on the device that will not affect the product functionality. The received condition does agree with the complaint description for broken and is confirmed. The cause of the issue could not be determined to be use error, misuse/abuse, noncompliance, postoperative trauma. Dimensional inspection was not able to be performed on the relevant broken feature as the broken fragments were not returned. However, the dimensional analysis performed on the non-broken tab were measured and conform specifications. Relevant drawings were reviewed. No design or manufacturing defect or deficiency was observed during the investigation. A definitive root cause for the given complaint condition could not be determined from the provided information. However, it is likely that any unintended excessive forces during usage such as providing torque with improper alignment could have contributed to complaint condition. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. E3: initial reporter is synthes sales representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Synthes sales representative. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, upon a routine inspection, it was found that the head of the cannulated cruciform screwdriver have damage. There was no procedure and patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).